Event description:
A user facility reported saline bag back filled during the first setup of the day after recirculation had been running for 60 minutes. The malfunction was not observed until after a patient had been connected and dialysis started. During follow up the user facility nurse manager stated that the incident was not detected until 10 minutes after the patient started hemodialysis. The saline bag was clamped at the time and no affected saline was introduced into the patient. The affected saline bag was disconnected and a new saline bag was used to complete treatment as prescribed without incident for the patient. Following treatment the system was removed from service. The affected saline bag tested positive for dialysate fluid. No patient details were made available but the nurse confirmed the patient was not affected. No adverse event reported at this time. Following removal from service the system was checked by a fresenius technician and the air separator was replaced. The machine is awaiting further evaluation before being returned to service.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.